Event description:
An adverse event was reported for patient number (B)(6) in the (B)(4) study at (B)(6). Surgeon reported to crm that the patient suffered from deep venous thrombosis of contra-lateral calf 1 month and 20 days post operatively.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.